Event description:
It was reported that pump malfunction occurred after pump got wet, and pump screen became dark and would not turn on while customer experienced very high blood glucose with display reading ¿high.¿ there was no additional information received regarding any further impact to the customer¿s blood glucose level beyond report of very high reading. Customer gave correction insulin by injection using multiple daily injections and did not require third-party assistance, and technical support guided customer through charging and restart steps until pump screen turned on, identified malfunction alarm, arranged replacement pump under warranty with updated software, confirmed use of multiple daily injections as backup therapy, and instructed customer to allow battery to fully deplete and return malfunctioning pump within 10 days while preparing to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.